Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15704173 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case w/ keypad 8015 m2. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case w/ keypad 8015 m2.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported won't turn on. There was no patient involvement.